Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal baclofen (type, concentration, and dose unknown) via an implanted pump. The patient's medical history was not reported. On (B)(6) 2015 an intrathecal baclofen therapy (itb) patient experienced withdrawal symptoms. The physician did a catheter access port (cap) test, but it was not possible to aspirate from the catheter and it was decided to plan a catheter revision. Possible catheter kinking was what led to the event. Diagnostics and troubleshooting performed included pump interrogation and a cap test. Interventions had not been performed yet, but a catheter revision/replacement was planned for (B)(6) 2015. The issue had not been resolved at the time of this report. Further information would be obtained from the hcp on (B)(6) 2015. The patient's status at the time of this report was "alive- no injury". Additional information has been requested, but was not available as of the date of this report.

Event description:
On 2015-12-15, additional information was received from a foreign manufacturer representative (rep). It was reported that the catheter access port (cap) study tests were performed by two different hcps (implanting hcp and refill hcp) which resulted in the different test results. The refill hcp made the decision to replace the pump.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015- additional information was received from a company representative (rep) indicated the patient was receiving intrathecal compounded baclofen 2000 mcg/ml (dose 400 mcg/day) plus four boluses each 80 mcg every six hours. A catheter access port (cap) test was done for the second time in the implant hospital and it was ¿ok¿. The patient symptoms were the same and the physician suspected less therapy effect due to compounded baclofen. He would plan a pump refill with lioresal and an increase in the daily dose. On (B)(6) 2015 the pump was replaced. The physician noted "most difficulty in pump-catheter disconnection". On (B)(6) 2015, physician would replace catheter sc connection using a revision kit model 8578. Information was received from a company representative who indicated that the physician had decided to not replace the sc catheter connector because the patient felt better after the pump replacement. As of the date of this report, the patient felt fine after the replacement. It was thought that the device was going to be returned to the manufacturer the following week. The product number and/or model name of the catheter, serial number of the catheter, and implant date of the catheter were not known to the reporter.